Event description:
I had a bilateral total hip replacement on (B)(6) 2004. I received the depuy total hip system pinnacle 100 acetabular cup sz mm56 on the right hip and a sz mm58 on the left hip. Prior to surgery, I had pain in my hips due to degenerative joint disease. On (B)(6) 2011 I had a blood test and I was diagnosed with high levels of chromium and cobalt in my blood. I had to have a bilateral total hip revision on (B)(6) 2011 requiring add'l hospitalization. Preoperative diagnosis: bilateral metallosis of total hip replacements. Postoperative diagnosis: bilateral metallosis of total hip replacements, and osteolysis of the proximal femur. Procedure performed: bilateral total hip revisions. Anesthesia: spinal and general. Estimated blood loss: right: 200 ml. Left: 200 ml. Procedure: the patient had bilateral depuy modular metal-on-metal total hip replacements (B)(6) 2004. He had evidence of osteolysis of the proximal femur, and hip aspiration revealed massive effusion and fluid compatible with metallosis. He was cleared for surgery, brought to the operating room, and transferred to the operating table in the supine position. Satisfactory spinal, then general anesthetic was done. Dates of use: (B)(6) 2004 - (B)(6) 2011. Reason for use: bilateral hip degenerative joint disease.